Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that while performing a product in-service for the surgeon, on the first firing with a black cartridge while firing on tyvek. The cut line was fine, the staples formed randomly throughout the staple line. Some of the staples did not deploy. At the distal end of the cutline the staples formed in the proper b form shape. There were no unusual noises and the device opened as intended.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing and no reload was received. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.